Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation . Exterior visual inspection showed signs of physical damage. The catch post did not align with cassette door, the catch post needed to be adjusted in production. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the product and the reported event.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported an unrelated cycler alarm and upon review of the patient¿s treatment data it was discovered that the patient had a drain volume that was 228% of his fill volume. The patient¿s prescribed fill volume is 2500 ml and the patient had a drain volume of 5706 ml in cycle 1 or 4. The reported large drain of 5706 ml was 228% over the expected drain volume which resulted in a reportable device malfunction. During follow up the patient's pd nurse it was reported that the patient did not require any medical intervention and no adverse event occurred.